Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the medical team put the octaray catheter introducer into the sheath, the introducer broke inside of the hub. No damages or dislodgments were noted on the hub, brim cap, or valve. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 16-oct-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the medical team put the octaray catheter introducer into the sheath, the introducer broke inside of the hub. No damages or dislodgments were noted on the hub, brim cap, or valve. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed shaft was cut from the rest of the device, as well as a piece of insertion tool stuck inside hub. No dilator or the rest of the insertion tool were returned to analysis site. No damage or anomalies were observed in hemostatic valve. A scanning electron microscope (sem) study was performed to further analyze the damage and it was found that mechanical damage may have caused the insertion tool to detach; however, it could not be conclusively determined. Further investigation was performed with insertion tool supplier and an internal customer feedback investigation was performed; review of documentation, inspecting retains, tensile results, bonding and ID and od dimensions was performed; however, no relation with a specific lot or assignable root cause was found. A device history record evaluation was performed for the finished device lot number 60000641 and no internal action was found during the review. The introducer issue reported by the customer was confirmed. The potential cause of this issue could not be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).